Event description:
When unloading a stretcher the front load wheel bolt and bushing came out of the load wheel causing the wheel to fall off the load frame. The stretcher then tipped to one side. The emt at the foot end of the stretcher assumed all the weight on their arm and back. The emt was treated at a medical facility and released.

Manufacturer narrative:
The unit was nine years old. The screw and bushing used to attach the wheel to the load frame were rusted and the load wheel had threats worn into bushing hole.